Event description:
The hospital reported that during preparation for the evh procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient involvement or complications.

Manufacturer narrative:
The initial visual inspection shows that the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment.